Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button intermittently stopped functioning. The customer had to either press the wake button multiple times before the pump screen turned on, or the pump had to be plugged into a power source to turn on. The customer's blood glucose level was not impacted. Reportedly, the customer continued using the pump for insulin therapy.